Event description:
Info was received regarding a trial conducted outside of the us. It was reported that a vessel dissection occurred sometime during the use of the device; however, the treatment for the dissection was not reported. A guidant clinical specialist performed an eval of the event. It was determined that an observation of this effect/result in the vessel would most likely lead to treatment with additional medical intervention in order to prevent permanent impairment or death. In the absence of this info, it will be assumed that additional medical intervention was used to treat the injury.